Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A 'motor rate error' was revealed in the event history log. Functional testing confirmed a motor rate error. It was determined that the worm coupling and worn gear did not operate as intended. The worn coupling and worm gear were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had delivered 70mg more medication than it was programmed to. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.